Manufacturer narrative:
The device was returned and evaluated. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be conclusively determined.

Event description:
Additional information was received indicating the patient''s symptoms began approximately six weeks after implantation of the initial iol. The patient stated they felt something was blocking their vision. Slight nasal decentration was noted at slip lamp during surgery for exchange.

Event description:
It was reported that approximately eight and a half months after implantation of an intraocular lens (iol) into the left eye, the iol was removed and replaced with a different model iol due to unresolved symptoms of glare and halos. In the surgeon's opinion, the most likely cause of the event was determined to be caused by the lens healing slightly off-center. The patient has recovered.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.